Event description:
Per the clinic, the patient experienced a skin breakdown at the anterior edge of the silicone near the implant magnet. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.